Event description:
It was reported that the 9800 system locked up and had poor quality. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The fluoro function board was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.